Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) the device's screen turned black and white and clinical information was not legible. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.